Manufacturer narrative:
The explanted devicehas not been returned. Should this device be returned, analysis would not be required based upon available information and nature of the issue. Should more information become available to our company, this event will be reopened and updated as necessary.

Event description:
Boston scientific crm received information from the local sales representative (sr), who was not present during the surgery, that this implantable cardioverter defibrillator (ICD) was proactively explanted due to a suspected erosion condition and the age of the patient. The ICD had not yet reached elective replacement indication (eri) and there were no other known performance issues associated with this device. At the time of surgery, the patient displayed an impending erosion at the pocket site, described as reddened area of the skin but skin still intact. When they went insitu to explore further, there were no signs of infection. As there was no indication of infection, a new device would be implanted on the same day, and a course of antibiotics would continue per physician order.